Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data: h3, h6. Investigation summary: investigation flow: damage. Visual inspection: the reamer head f/ria 2 ø11.5 (part # 03.404.019s/ lot # unk) was received at us customer quality (cq). The device was received with its proximal connecting prongs completely broken off. Of the four connecting prongs only three were returned. Due to the broken condition of the prongs, the device is inoperable. The observed condition was consistent with the complaint condition thus the complaint was confirmed. Device failure/defect identified? Yes; the proximal connecting prongs of the reamer head were broken. Dimensional inspection: dimensional inspection was not performed due to post manufacturing damage document/specification review: drawing(s) reviewed: (lot was unknown so current revisions were reviewed). Conclusion: the overall complaint was confirmed for the received reamer head f/ria 2 ø11.5. Although no definitive root-cause can be determined its possible the device experienced unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the ria drill head broke due to deadlocking of the drill-shaft and the flush insert. There was a surgical delay of one (1) hour. The procedure was completed successfully. No further complications reported. Concomitant devices reported: drive shaft f/ria 2 l520 (part# 03.404.035, lot# unknown, quantity# 1), ria 2 bone harvesting kit l520 (part# 03.404.000s, lot# unknown, quantity# 1). This report is for one (1) 11.5mm reamer head for ria 2 sterile. This is report 1 of 1 for (B)(4).